Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling.visual analysis of the lead indicated damage at implant. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The analyst noted that the lead was returned with the helix fully retracted. Helix could be extended and retracted,b ut turns were out of specification. Inner coil kinked may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the ra lead dislodged during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead helix would not extend or retract. The physician placed an alternate lead. No patient complications have been reported as a result of this event.